Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-57878.

Event description:
Customer's mother reported via phone call that the doctor inserted a sensor, the sensor was reading 83 mg/dl and blood glucose was 110 mg/dl. The insulin pump went into threshold suspend and after being suspended for 2 hours, the customer's blood glucose was 257 mg/dl while sg was showing 150 mg/dl. No troubleshoot performed as the customer was not present.